Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient presented with a pocket hematoma. An intervention was completed to evacuate the hematoma and the original device was re-implanted along with a antibacterial envelope. The device remains in use. No patient complications have been reported as a result of this event.